Manufacturer narrative:
Event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000043907.

Event description:
It was reported that the patient was experiencing ineffective relief from their scs system. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was explanted.

Manufacturer narrative:
It was reported to abbott a patient was having their scs system removed due to ineffective therapy. Reprogramming was tried without any change. The explant took place where all devices were removed without complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.